Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. Philips has identified that the reported failure is the result of a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/ field safety corrective action (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not working. The wireless indicator led on the wireless footswitch was flashing red. The system was not in clinical use when the issue was identified. No harm has been reported to philips.